Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was found during service evaluation and considered confirmed. Evaluation confirmed two negative and one positive battery contact pin were depressed, affecting dc operation. The rear case was replaced. Additional information: connection issue.

Event description:
During baxter's evaluation of a spectrum pump, the device had depressed battery pins. There was no patient involvement.